Event description:
Per provider, both rear tires have bubbled on the sides and have sagged where they touch the ground. Serial number shows chair going out with pneumatic tires but dealer states there are foam filled tires on the chair now.